Event description:
It was reported by the affiliate that when the device was used during an endoscopic appendectomy procedure, it would not open after being fired. The surgeon overstitched the site to complete the case. There was no consequence to the patient.